Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-11226 - device 1 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 6 infusions set tube leakage at site event on (B)(6) 2024. Infusion set has been used for 1-2 days. Blood glucose level was 360-400mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.